Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Implant date is sometime in 1990. Concomitant products: 11-107018 326050 freedom constr hd 36mm t1 std.

Event description:
It was reported patient was revised approximately 27 years post-implantation due to wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: item #unk , unknown femoral head, lot #unk; item #unk , unknown femoral stem, lot #unk; item #unk , unknown shell, lot #unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown liner. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03170.

Event description:
It was reported patient underwent hip revision due to unknown reasons. The liner and head were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Review of provided x-rays by radiologist reported femoral head component shows a mild eccentric location within the acetabular cup superlaterally, suggesting polyethylene liner wear. Radiolucencies are present within bone at the infer medical acetabular cup-bone interface are possible for granulomatous osteolysis. Femoral component fit and alignment appear standard. No gross loosening of prosthetic component is demonstrated. Generalized osteopenia is demonstrated. Super lateral rim of the acetabular cup projects lateral to the native acetabulum. Device placement is otherwise grossly standard. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of provided x-rays by radiologist identified right total hip arthroplasty is present. Metal prosthetic components appear intact on this ap projection. The femoral head component shows a mild eccentric location within the acetabular cup superlaterally, suggesting polyethylene liner wear. The acetabular cup lateral angle of inclination is standard (approximately 40°). Radiolucencies are present within bone at the infer medical acetabular cup-bone interface (zone 3) are possible for granulomatous osteolysis. Femoral component fit and alignment appear standard. No gross loosening of prosthetic component is demonstrated. Generalized osteopenia is demonstrated. Super lateral rim of the acetabular cup projects lateral to the native acetabulum. Device placement is otherwise grossly standard.